Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be determined; however, patient factors and progression of the patient's underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 27 mm aortic was explanted from the aortic position after an implant duration of approx. 10 years due to calcification leading to stenosis. This case involved a super athletic patient who originally received this valve to replace a stenotic congenital bicuspid valve. A bentall procedure with 30 mm valsalva graft was performed during initial surgery. An 29 mm aortic valve was implanted in replacement. The patient was noted as to be recovering after the procedure.

Event description:
As per medical opinion, this was not an early valve failure. The surgeon believes the valve failed due to the patient's lifestyle predisposition to wearing the valve out quickly, age, and high level of activity.

Manufacturer narrative:
As reported by surgeon, the believed cause of the valve failure was due to patient factors including lifestyle, age, and high level of activity.